Manufacturer narrative:
The nurse reported that the cns is not alarming for the right alarm. They stated that there was a 5 beat v-tach with no alarm. The patient was discharged and they are unable to provide log data or details about the event. A similar event took place for a vpc run, for which the customer submitted log files to nihon kohden, which are being reviewed as part of the investigation. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The nurse and the bme reported that the cns (central nurse's station) is not alarming for the right alarm. They stated that there was a 5 beat v-tach with no alarm. The patient was discharged and they are unable to provide log data or details about the event. A similar event took place for a vpc run, for which the customer submitted log files to nihon kohden, which are being reviewed as part of the investigation for this cns. No harm was reported.

Manufacturer narrative:
H10: additional narrative: customer reported that the cns was not alarming for the right alarm. Service requested: troubleshooting. Service performed: troubleshooting. Event was investigated by nkc investigation results: the reported issue was investigated by nkc. Per irc-nka 300126712: it was confirmed that the arrythmia type in org was set to "standard." In this setting, criteria for v. Tachy becomes 100 bpm and consecutive 9 beats. However, the patient had waveforms that were 75 bpm and consecutive 8 beats, which does not meet the "standard" setting's criteria for v.tachy. Nkc advised that nka explain to the customer that criteria for v. Tachy is different when arrhythmia type is set to "standard" and that this can also be viewed within the device operator's manual under "arrhytmia alarm default settings" on pages 7.10 and 7.11. If the customer would like to change the criteria for v.tachy, they are able to set arrhythmia type to "extended" in addition to settings within arrhythmia alarm master. (See attached) combination of nkc investigation and log data indicates that this was not an nk device/software malfunction. The device was operating as intended, however, patient factors and the settings chosen by customer resulted in the unit not capturing what the customer perceived as v.tach/patient event. The device service record shows that there have been no further reported issues regarding missed alarms, indicating that the customer has corrected their settings and that the device is operating without issue. There was no reported patient harm and this complaint record can be qa closed as investigational information within the record documents that the issue was caused by the customer not understanding their device's functionality/settings. Corrected information: g4. Date received by manufacturer: should be 05/25/2018 not 06/21/2018 as listed on MDR initial report.

Event description:
The nurse and the bme reported that the cns (central nurse's station) is not alarming for the right alarm. They stated that there was a 5 beat v-tach with no alarm. The patient was discharged and they are unable to provide log data or details about the event. A similar event took place for a vpc run, for which the customer submitted log files to nihon kohden, which are being reviewed as part of the investigation for this cns. No harm was reported.